Event description:
It was reported that he patient was scheduled for generator and lead replacement surgery on "_" due to an unknown reason. Follow up with the surgeon's office that the patient was seen on (B)(6) 2013 at the hospital facility and high impedance was observed indicating the system was not functioning properly. She has not experienced an increase in seizures or painful stimulation. It was unknown if the device was turned off prior to surgery. The surgeon's clinic notes dated (B)(6) 2013 were received which indicated that the patient was seen to discuss replacement of her vns lead and generator. The patient has never been seizure-free (tonic-clonic or clonic), and she may have clusters of even up to 100 seizures/day. The patient experienced an increased seizure frequency as well as intensity of seizures that accompanied the high lead impedance. The patient was scheduled for generator replacement due to end of service and lead replacement due to high lead impedance observed on system diagnostics. Attempts for additional information from the referring physician have been unsuccessful to date. Follow-up with the patient's vns treating physician's office revealed that the contact information for the physician who found the high impedance is unknown. The surgery occurred as scheduled on (B)(6) 2013. The explanted devices will not be returned for analysis by the manufacturer as the explant facility discards products after surgery.

Event description:
The implant card was later received confirming generator and lead replacement on (B)(6) 2013, but the reason for replacement was not provided.

Manufacturer narrative:
Review of manufacturing device history records. Review of manufacturing device history records confirmed all quality tests were passed for the lead prior to distribution. Device failure is suspected and may have contributed to increased seizure frequency and intensity.